Manufacturer narrative:
Corrected data: b4 - date should be corrected to 02-mar-2020 in initial medwatch report. G4 - date should be corrected to 02-mar-2020 in initial medwatch report. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.0/2.5/104 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).